Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable tubing, pump won't run" alarm during infusion of fluorouracil. Per reporter the pump had been running approximately seventeen (17) hours and had infused 40 ml. It was reported that pumps were switched; however, the replacement pump exhibited an error code. The remainder of the infusion was discontinued. No adverse patient effects were reported.